Manufacturer narrative:
(B)(4). Type of product and lot number are unavailable at this time; follow-up is in progress. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occuring after the injection. Staining or discoloration of the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment. Any other undesirable side effects with injection of the product must be reported to the distributor and/or the MFR.

Event description:
In the article "case reports of adipose-derived stemcell therapy for nasal skin necrosis after filler injection", archives of plastic surgery; 39(1), the authors describe a case study involving a pt, who one day after injection with juvederm in the nasal dorsum and tip, subsequently developed "erythema and painful swelling" on the injected area from the nasal tip to the dorsum and lateral wall. Pt was treated with hyaluronidase and a steroid injection by the physician who had performed the original filler injection. "When (the pt) was referred to (the authors) on the fifth day after filler injection, the wound showed multiple pustules, eschars, and regional necrosis on the nasal tip and dorsum. Debridement of the necrotic tissue was performed and intravenous empiric antibiotics were administered". The eleventh day after the filler injection, pt was admitted to the hosp and underwent "adipose-derived stem cell therapy" at the wound site. Pt was discharged 4 days after the treatment and the wound was "completely epithelialized 8 days after the injection without any evidence of complications. On follow-up, the wound had healed with satisfactory results and only a slightly noticeable scar remained.